Event description:
User experiencing erratic sodium results for approximately twenty patient samples. The following two patient examples were provided. Sample 1 initial result 133 mmol/l, repeat 139 mmol/l. Sample 2 initial result 127 mmol/l, repeat 138 mmol/l. None of the original results were reported to the physicians, so no patients were treated based on the erroneous sodium results. The field service representative determined the cause to be a problem with the wash valve for the ise dilution cup and replace ise wash valve. Performance tests were performed.